Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low at approximately 10 mm on the left side resulting in moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted, valve in valve, improving the paravalvular leak to trivial. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the deep positioning of the valve. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, and a root cause of the deep implant could not be determined from the limited available information. A trivial/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.